Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "when clipping cystic artery the vessel was severed. The procedure had to go open and the patient suffered 1200mm blood loss."type of intervention: procedure went to open.patient status: fine.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted no visible damage to the unit. The device was difficult to actuate and when it was actuated, it felt as if the device was locked out. Engineering disassembled the unit and found an excessive amount of tissue debris in the shaft, which may have prevented the unit from firing the remaining clips. No internal damages or defects to the unit were noted. The root cause of the excessive tissue debris remains unknown. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. Applied medical has recently implemented device enhancements which are intended to minimize the potential for this type of damage. This lot was built prior to application of these device enhancements. This document represents our final report.